Event description:
It was reported that a spectrum pump was not working and the solute did not flow during therapy in the intensive care unit. The pump "rang to say that the solute had finished, but the solute was still plain, didn't sink". There was no air in the tubing, the tubing was not bent, and regulatory height was according to recommendations. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.